Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 500mg/dl. Customer reported insulin pump was not working. Retainer ring had crack. Customer stated reservoir was unable to lock in place when inserted into insulin pump. Reservoir lip had cracked. No further patient complications were reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for alleged cosmetic damage located at the retainer ring and high blood glucose on event date (B)(6) 2022. Insulin pump received with missing retainer ring. Unable to perform displacement test, occlusion test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Device passed self test, rewind, prime/seating, basic occlusion test, and force sensor test. Unable to verify high blood glucose. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electrical board1. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, dog chew marks, scratched case, missing o-ring (reservoir tube), broken reservoir tube lip, corroded battery tube, gearbox jammed and detached retainer. Cosmetic damage confirmed at the detached retainer. Unable to verify high blood glucose or perform displacement test, occlusion test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.